Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. Customer was experiencing high blood glucose. The customer reported via phone call indicating that the insulin pump had blank display and weak battery alarm. Customer's blood glucose at time of incident was unknown. The customer stated that the device was not dropped nor bumped and not exposed to moisture. Customer stated that contacts on the battery cap are damaged. The customer was advised we will ship a replacement battery cap.